Event description:
The complainant reported a 71 year old male patient presenting for high risk percutaneous coronary intervention using the impella for hemodynamic support. During support, the patient developed an access site hematoma. As treatment, multiple blood products were delivered.

Manufacturer narrative:
The impella device was not returned from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.